Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that after the patient was returned to the cardiovascular intensive care unit (cvicu) , staff noted a cracked connection on the pressure tubing extension. Blood was reported leaking at the end that connects to the metal hub on the central lumen of the intra-aortic balloon (iab). As a result, staff changed out the pressure tubing with the stopcock. There was no report of delay in therapy or patient complications, serious injury or death.

Event description:
It was reported by the clinical support specialist (css) that after the patient was returned to the cardiovascular intensive care unit (cvicu), staff noted a cracked connection on the pressure tubing extension. Blood was reported leaking at the end that connects to the metal hub on the central lumen of the intra-aortic balloon (iab). As a result, staff changed out the pressure tubing with the stopcock. There was no report of delay in therapy or patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab ap tubing leak is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.